Event description:
New information noted that the right ventricular lead had a fracture. The lead was capped and replaced on (B)(6) 2019. More information was request but not provided.

Event description:
New information noted that patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed high impedance and an increase of capture thresholds of the right ventricular lead. Patient presented in clinic and lead revision was scheduled. Patient was stable throughout the event.